Event description:
In 2004 upon opening sterile package, the tibial bushing was protruding out nearly one inch. The scrub nurse and surgeon tried to push it down but it would not fully seat. The bushing was then removed, the poly was inserted and the post was inserted down. Doctor is planning to do a revision in which he will put in a replacement bushing set.